Manufacturer narrative:
(B)(4) .currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl or might be 39 mg/dl. Customer was treated with orange juice, peanut butter and crackers. Troubleshooting was declined for low blood glucose. Customer reported that the insulin pump had partial display and then blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. After troubleshooting, display was returned. Customer also reported that insulin pump had multiple pump error alarms. Customer was able to clear alarm and able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify pump error 49, 2, 68 due to the display anomaly.